Event description:
This male pt was enrolled in the registry in 2007. The pt's medical history includes previous percutaneous coronary intervention and current smoker. The main indication for the procedure was a previous non q-wave myocardial infarction. The pt had two cypher stents implanted in the mid circumflex artery. After implantation of the first cypher, a type c dissection was caused by the cordis stabilizer guidewire. The second cypher was implanted to treat the dissection with satisfactory results.

Manufacturer narrative:
The product involved is an unk cordis stabilizer wire. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.